Event description:
Boston scientific received information that this pulse generator (pg) had a sudden drop in longevity with no changes to the programming parameters. It was suspected that this device was depleting prematurely. A replacement procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time this device has not been returned for analysis. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
--

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but state allegation -- reached ert earlier than previously estimated, etc due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
This device has been returned, upon analysis this pi will be updated.